Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 405mg/dl at the time of the incident. The customer's husband declined to troubleshoot for high blood reading but was assisted with damage troubleshooting. The customer's husband stated that the were pieces missing from the reservoir compartment and that insulin pump fell off with the infusion set and reservoir stayed attached with the customer. The customer's husband stated that reservoir unthreads too easy. The customer's husband was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had cracked case at display window corner, broken battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock/click in place. The insulin pump passed the operating currents measurement, self-test, error test, displacement and excessive no delivery tests. Unable to perform the basic occlusion test and occlusion test due to broken reservoir tube lip.